Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-08-02. Investigation summary: one sample and four photos were provided to our quality team for investigation. Through visual inspection, a cut in the tubing was observed. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. Product undergoes visual inspections according to procedure, no issues were identified during manufacturing related to this defect, the product was verified to be manufactured according to specifications. The set is manually assembled and inserted into the machine, which seals the paper to form the unit packaging. If the product is not placed correctly into the machine, it is possible the tubing can become damaged during this process. A system is used to notify the operator if the product is improperly placed to avoid any damage to the product. While we could not identify a direct issue, it was determined that this issue likely occurred as a result the operator not properly placing the product in the machine and failing to then discard the impacted unit after the issue was detected. We have notified personnel of this incident in order to increase awareness. After the investigation, it is concluded that the most probably root cause could be an incorrect placement of the device in the blister during machine sealing, result in a carelessness of the operator. .

Event description:
It was reported that bd phaseal secondary set (c62) had damaged tubing. The following information was provided by the initial reporter: "c62 product defect. After removal from packaging, the pharmacist noticed a defect in the tubing where it seems to be sliced off. 01sep2020: two notice sent regarding sample".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd phaseal secondary set (c62) had damaged tubing. The following information was provided by the initial reporter: "c62 product defect after removal from packaging, the pharmacist noticed a defect in the tubing where it seems to be sliced off. 01sep2020: tw notice sent regarding sample".